Manufacturer narrative:
Phone number reported as (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for the surgery of lumbar fusion and internal fixation on (B)(6) 2019. The patient went to hospital for re-exam on (B)(6) 2020 and found one cap was loose. The patient had revision surgery on (B)(6) 2020 and replaced two caps, two screws, and one rod. The surgery was completed successfully without any delay reported. The patient is stable now. Concomitant device reported: mmsi single inner set screw (part# 179712000, lot# 222518, qty 1), unknown screw (part# unknown, lot# unknown, qty 2) and unknown rod (part# unknown, lot# unknown, qty 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: updated concomitant devices: d10: device returned: updated concomitant devices: h3, h6: cap loose post-op. It was reported that the patient was given the operation of lumbar fusion and internal fixation on (B)(6) 2019. The patient went to hospital do re-examination on (B)(6) 2020, noted one cap was loose, was given revision operation on the (B)(6) 2020, replaced two cap, two screws and one rod. Return the two caps, but could not distinguish which one was loose, the lot number is 220841/222518.the patient is stable now. Please note investigation will be done on both the image and physical product. Investigation flow: device interaction/functional visual inspection: upon visual inspection, the set screw has no damage that would lead to the complaint condition. The image(s) was reviewed, and the complaint condition could not be confirmed as the image(s) provided only showed the screws after they were removed, and no x-rays were provided to show migration. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. Functional test . A functional test was not performed as the screw and rod were not returned with the set screw. Dimensional inspection. Document/specification review: accela/ mmsi set screw: 1797-02/12-000 rev b. Single innie set screw: 1797-02-001 rev a. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: a definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record has been requested. Device history lot the DHR of product code 179712000, lot 220841, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
5/28/2020: updated concomitant devices: mmsi single inner setscrew (part# 179712000, lot# unknown, qty 1), unknown screw (part# unknown, lot# unknown, qty 2) and unknown rod (part# unknown, lot# unknown, qty.

Event description:
Two (2) caps and one (1) rod were removed. The two (2) screws were not removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: on the initial report date should be may 28, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.